Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
Per the vad team the patient reported some new cracking in his driveline (dl) outer sheath. A driveline repair was scheduled for the patient's next clinic visit on (B)(6) 2016. On (B)(6) 2016 a new area of cracking to the outer sheath was noted adjacent to the proximal end of the previous repair. The old repair was removed. Several area of cracking in the outer sheath were again noted along with a few small area that were missing the outer sheath. Patient denies any e-fault alarms. No alarms were noted on interrogation. Procedure explained to the patient and vad coordinator. All questions and concerns were addressed. The patient's driveline was repaired at an outpatient setting. Approximately 16" of driveline were repaired. The driveline cover was easily able to slide over the repair area with no issues. The pump was not stopped during the procedure and it was indicated that the action solved the problem with verification of the repair. Instructed the patient on maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair.